Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgeon reported the haptic of an intraocular lens (iol) was torn away by the injector during surgery. A second surgery was performed to remove and replace the iol. The pt's condition was reported to be good after the second surgery, with no visual disturbances. In the surgeon's opinion, the injector may have caused or contributed to the event. No additional info is expected.